Event description:
It was reported the patient had tmj implanted (B) (6) 2009. During follow up examination, it was found the screws were loose, and a revision surgery was performed on (B) (6) 2010.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.request has been made to have product returned for review, however, product has not yet been received.